Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site calcification, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision with two 600cc mentor memorygel breast implant prostheses and experienced bilateral rupture and implant site calcification postoperatively. As a result, the patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implant (catalog #: 3506504bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the patient¿s surgeon stated that the devices were found to be completely ruptured and was not observed to be salvageable for product evaluation. Therefore, the devices were discarded after the revision surgery. The patient requested her surgeon to perform a biopsy on the suspicious mass that the patient felt in her right breast. The biopsy was performed during the revision surgery. However, the result was not reported at this time. This report contains supplemental information for mentor psr reference number (B)(4). This report is for the left-sided prosthesis.